Event description:
It is reported that the reamer fractured during use.

Manufacturer narrative:
Eval summary: this type of failure may occur if the threaded peg of the reamer is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the threaded peg instead of being transmitted by the reamer body's facets to the tabs of the driver. The exact cause analysis cannot be determined with certainty. Eval: as returned, the reamer locking screw was broken just below the threads however hardness test and the dimensions taken meet specifications. Device history records indicate all components were manufactured and inspected to specification.